Event description:
Significant history for htn, parkinson's, cholelithiasis, recent fracture. Developed dvt, placement of filter. 4/02 returned to office with bilateral lower extremity swelling. Duplex confirmed ivc thrombosis.